Manufacturer narrative:
Concomitant medical products: product ID: ddmc3d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to vegetation on the right atrial (ra) lead. A new system was implanted three days later. No further patient complications have been reported as a result of this event.